Manufacturer narrative:
H4: the lot was manufactured between march 22, 2022 ¿ march 23, 2022. Two (2) devices and photo samples were received for evaluation. A visual inspection of the photo sample was performed, and small dark spots of particles were observed. A visual inspection was performed on the actual samples, and dark spot particles on the white inlet connectors were observed. A stereomicroscopy was performed on the actual samples, and at least one particle was observed in the samples. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause was due to contamination during the manufacturing packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) micro-volume inlets had foreign particulate matter; further identified as black fiber on the connector. This was observed before use. There was no patient involvement. No additional information is available.